Manufacturer narrative:
Initial.

Event description:
It was reported that the charger for an ilet bionic pancreas intermittently failed, with the indicator flashing green during use despite attempts with multiple outlets and without a case installed. Symptoms included no clinical effects reported. Outcomes included no impact to health or activities of daily living reported. Investigation included user troubleshooting and education, including outlet changes and observational checks while the patient recorded a video for documentation. Investigation of this case revealed a suspected charger malfunction consistent with an electrical/charging performance issue of the external power accessory. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to identify a specific component failure.